Event description:
It was reported that the procedure was to treat a de novo lesion in the mid left anterior descending artery with moderate tortuosity, moderate calcification and 70% stenosed. Pre-dilatation was performed with an unspecified balloon at 10 atmospheres. A 2.5x48mm rx xience xpedition stent delivery system (sds) was advanced and the stent deployed. Timi iii flow was achieved. However, during post-dilatation a distal edge dissection was noted. Another xience xpedition stent was implanted to cover the dissection. There were no other device or procedural issues noted. There was no adverse patient sequelae and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. Dissection is listed in the xience xpedition 48 everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to the reported event.